Manufacturer narrative:
Logfile review for the day of treatment showed all laser system functions were within specifications. The system passed successfully all initialization steps. The user performed a gas change, performed the scanner test, the needed energy check, eyetracker test and fluence test without any issue. The logfile showed all treatments were performed successfully on that day. No abnormalities or deviations could be detected in the logfiles which could contribute to the reported issue.a review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. After the day of the reported event, the field service engineer (fse) checked ablation depth meter calibration, energy calibration, fluence, eye tracker and scanner calibration. The system was found to be within specifications.no technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively.the manufacturer internal reference number is: 2019-88166

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. The associated device was released based on company's acceptance criteria. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An orthoptist reported an undercorrection after trans-epithelium photo refractive keratectomy (prk) on a patient's left eye. The patient may require further treatment. There are multiple related reports for this facility. This report addresses the patient lb and other manufacturer reports will be filed.